Event description:
Neuroform2 microdelivery stent system could not go up across the aneurysm and deployed at the wrong position when it was being withdrawn. Nocomplications with the pt were reported to have occurred during this event.

Manufacturer narrative:
H.10: the subject device is currently in process of analysis by the manufacturer.